Manufacturer narrative:
The autopulse device (s/n (B)(4) involved in this event was returned to zoll circulation on (B)(4) 2012 and was analyzed. Visual inspection of the device showed no damages to the board. Reported problem was not confirmed. The archive data showed no usage of the board on the event date. It also showed no low battery messages (low run times) in any session. No malfunction was found as part of this analysis. The board passed all testing. No adverse event was reported.

Event description:
On august 4, the medics reported that they experienced low run times during usage of the board.